Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, the balloon tip detached. The target lesion was in the shunt vein. During multiple attempts to remove the balloon protector from the 1.5 x 4.0mm spcb flextome cutting balloon, the tip of the balloon detached with the protector. It was noted that the "plastic was very stiff". The device was not used on the patient. No patient complications were reported and status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the device was returned with the balloon detached. The balloon and balloon protector cap was not returned with the device. The balloon had detached from the outer distal at the proximal bond and from the inner lumen at the distal bond. No stretching was evident. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a percutaneous transluminal angioplasty treatment procedure, the balloon tip detached. The target lesion was in the shunt vein. During multiple attempts to remove the balloon protector from the 1.5 x 4.0mm spcb flextome cutting balloon, the tip of the balloon detached with the protector. It was noted that the "plastic was very stiff". The device was not used on the patient. No patient complications were reported and status is listed as stable.